Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. The device was pacing at 71 ppm and the magnet rate was 86.3 ppm, indicating eri. Measurements since november 2004 have been 2.72 v, 2.5 kohms. Battery current drain values have been 9-15 ua for the life of the device.